Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No delivery anomaly noted during our testing. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was taken to the hospital via ambulance on (B)(6) 2017. The patient's blood glucose had been between 56 mg/dl and 70 mg/dl all day. The customer was given dextrose while in the ambulance and admitted into the hospital. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting did not occur since the customer was not available at the time of call. The insulin pump was not returned for analysis.